Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #3006705815-2017-00182. It was reported the patient underwent a trial procedure. Approximately 2-3 days later the patient reportedly felt pain down his left leg. The physician operated and found an abscess between t6 and t9. The physician performed an unknown procedure. The patient was admitted for observation. Follow up revealed the patient's pain has resolved.